Event description:
It was reported that during pre-testing, it was observed that the motor device was leaking air. The event was not related to surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the inner hose was detached causing the air leak. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling (user error) by using excessive force pulling on the hose. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.